Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to say when the alleged inaccuracy issue started. She reported that on an unknown date and time, she obtained an alleged inaccurately high blood glucose result with the subject meter of ¿303 mg/dl¿ compared to ¿278 mg/dl¿ on her doctor¿s meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with insulin pump therapy. She denied making any changes to her usual diabetes management routine after obtaining the alleged inaccurate results. She reported on an unknown date in 2015, she developed symptoms of ¿sweating and headaches¿. She reported that she received a glucagon injection from the emergency medical services to treat her symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event, i.e. Sweating and headaches requiring ems intervention, after obtaining alleged inaccurately high blood glucose results on the subject meter.